Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown driver disengaged and spun inside the implant, damaging the internal threading of the implant. The implant was removed and another implant was placed. Tooth location 22.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown driver was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the alleged driver malfunction is non-verifiable. A root cause cannot be determined.